Manufacturer narrative:
This report was filed by the manufacturer. The affected product has been received and the evaluation is pending. A follow report will be submitted once the evaluation is completed.

Event description:
The customer reported that the IV set leaked at the upper fitment and tubing engagement during a chemotherapy infusion. There was no patient harm or medical intervention. No additional patient or event details were provided by the customer.